Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 7 years and 8 months implant duration due to aortic stenosis and calcified leaflets. No valve to be returned for evaluation. No additional information available.